Event description:
It was reported that the system 9800 had communications failures. There was no adverse pt involvement reported. There was no pt info reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The failure could not be duplicated. All circuit boards and connections were reseated, and software was reloaded as a proactive measure. The system was tested and found to be working as intended and placed back into service.